Event description:
Event description cpi received information that this implantable cardioverter defibrillator was explanted due to inability to interrogate or communicate with the device. The physician implnated a replacement ICD. Implant time: 25 months.